Event description:
It was reported that the customer's pump screen was dark and would not turn on, despite several troubleshooting attempts instructed by technical support. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer to use multiple daily injections as a backup therapy and arranged for a replacement pump to be shipped; however, the customer was informed that the old pump needed to be returned before the new one could be sent out.